Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered a burst of anti-tachycardia pacing (atp) and two shocks due to suspected atrial arrhythmia with rapid ventricular response (rvr). The second shock appeared to cardiovert the atrial arrhythmia nad slow the ventricular rate. Technical services (ts) discussed troubleshooting options, and referred the patient to cardiology to consider an arrhythmia assessment. Stored right ventricular automatic threshold (rvat) tests were successful, and the device appeared to be operating as programmed. It was noted that the reports did not auto-fax, initially; ts confirmed the fax number, and re-sent the reports. This ICD remains in service. No additional adverse patient effects were reported. Additional information received reported that this ICD system stored additional episodes containing atrial fibrillation (af) with rvr. This ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered a burst of anti-tachycardia pacing (atp) and two shocks due to suspected atrial arrhythmia with rapid ventricular response (rvr). The second shock appeared to cardiovert the atrial arrhythmia nad slow the ventricular rate. Technical services (ts) discussed troubleshooting options, and referred the patient to cardiology to consider an arrhythmia assessment. Stored right ventricular automatic threshold (rvat) tests were successful, and the device appeared to be operatin as programmed. It was noted that the reports did not auto-fax, initially; ts confirmed the fax number, and re-sent the reports. This ICD remains in service. No additional adverse patient effects were reported.